Manufacturer narrative:
Analysis of the catheters revealed acceptable catheter testing. Incomplete catheters were returned; the catheters were returned in segments. (B)(4)

Event description:
Additional information received reported the patient presented to clinic for routine baclofen pump refill and reported irritability for 3-4 weeks. Mild agitation and intermittent posturing noted during clinical exam. No other signs of baclofen withdrawal noted. An x-ray was performed and showed the rotor study showing change in rotor orientation by 60 degrees. The outcome was resolved without sequelae (B)(6) 2015.

Event description:
It was reported that the patient had symptoms of irritability. The reporter noted the patient had no nausea and no vomiting. The patient¿s withdrawal symptom was currently being managed by oral baclofen. A volume discrepancy was reported where the expected volume (in ml) was 2.8 and the actual volume (in ml) was 12.1. An x-ray on (B)(6) 2015 showed that the cause of the discrepancy was catheter tip migration from the original position at t4 to l2. A rotor study showed normal pump function. No audible pump alarms were reported by the patient¿s parents. The logs were read on (B)(6) 2015 as well as on the day of catheter replacement ((B)(6) 2015). The catheter was completely explanted and replaced and returned for analysis. Intraoperatively no retrograde flow of cerebrospinal fluid (csf) was visualized when the existing implanted catheter was cut. Both proximal and distal segments were explanted and replaced with an 8780 catheter. Infusion rate was restarted at 100mcg/day after the replacement was complete. The patient was discharged from the hospital on (B)(6) 2015, with effective therapy and an infusion rate of baclofen 225 mcg/day. The pump was used to infuse baclofen (gablofen). Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8598, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.